Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer and burr units were received attached together. The advancer knob was received loosened in a backward position. Microscopic and visual inspection of the sheath, coil, and burr revealed that the annulus of the burr was flared, not round, and damaged. It is probable that the rotating burr came into contact with the guidewire during the preparation leading to the damaged annulus and the reported fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-06886. It was reported that rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were selected for use. During platforming, the physician turned the rpm too high and had the burr upright severing the rotawire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-06886. It was reported that rotawire fracture occurred. A 1.25mm rotalink plus and a 330cm rotawire and wireclip torquer were selected for use. During platforming, the physician turned the rpm too high and had the burr upright severing the rotawire. No patient complications were reported.